Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had recurring incontinence. Cystoscopy noted a small opening at the cuff site. The device was removed and replaced with a smaller cuff. There were no additional patient complications reported.